Event description:
There is a line of lenses being manufactured by phillips, that are not up to standards. These lenses are used in glasses specifically made for lamp workers/glassblowers. The issue I had was with phillips lenses in another companies frame. The lenses do not have the sufficient protection against the sodium flares that come when working with glass. That is the point of these lenses. To block those flares and protect your eyes. I am not sure when these lenses were manufactured and I bought the glasses a year ago and who knows how long they sat on the shelf before then. I was unaware of how dangerous they were until I had gotten a new pair of glasses with a different companies lens and did not see the same flare ups. This information has been passed around via social media at t his point to keep other glassblowers safe. Retailer: (B)(6). Retailer state: (B)(6). Purchase date: (B)(6) 2015; this date is an estimate. The product was damaged before the incident: yes. The product was modified before the incident: no. Explanation: item was not manufactured properly, phillips has not taken it upon themselves to recall the lenses. Other brands that use their lenses have issued recalls. (B)(4).